Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis station began updating in the middle of a procedure; however, the customer was still able to retrieve the medication since the drawer was already open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, the technical support specialist confirmed that station dorwest22 was configured to run updates and reboots. The station was set to run updates every monday at 3:00 a.m. However, auto-reboot was blocked. Station dor5 had the same configuration, with auto-reboot blocked, but updates ran every saturday at 1:00 a.m. The tss did not receive further details regarding the windows update and reboot schedules configured for the machines. The tss awaited a response from the customer; however, no reply was received, and the case was closed.